Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient had to go to the hospital for peritonitis. It was not caused by the product. Multiple attempts were made to acquire further details concerning this patient¿s peritonitis and hospitalization; however, no additional information was obtained. In the intake, it was reported that the patient was hospitalized with peritonitis that was not caused by a fresenius product. There was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently, there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection and hospitalization.

Manufacturer narrative:
Clinical investigation: it is unknown is a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection cannot be determined in the absence of the required information; however, it was stated the patient¿s peritonitis was not caused by the product by a medical professional. It is well known that most peritonitis infections are the result of touch contamination during pd therapy which elicits the transmission of peritonitis causing pathogens. Based on the information provided in the intake, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient had to go to the hospital for peritonitis. It was not caused by the product. Multiple attempts were made to acquire further details concerning this patient¿s peritonitis and hospitalization; however, no additional information was obtained. In the intake, it was reported that the patient was hospitalized with peritonitis that was not caused by a fresenius product. There was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently, there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection and hospitalization.